Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill tip broke off into the femoral head during an adolescent femoral nail procedure on (B)(6) 2015. The surgeon was drilling for the replacement recon screws when the drill tip broke off. The broken tip was retrieved. The procedure was successfully completed with a surgical delay of less than 15 minutes. This report is 1 of 1 for (B)(4).